Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h10: meter was not returned for evaluation. Test strips were returned for evaluation; no defect was detected. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call on 31-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 334, 282, 169, 150 and 226 mg/dl non-fasting. Customer stated that all five results were taken back to back within 15 minutes of each other as he was alternating fingers on the same hand. The customer did not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 194 mg/dl and 193 mg/dl using truetrack meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/25/2022 and test strips were opened five days prior to call. The meter memory was reviewed for previous test result history: (B)(6).